Event description:
The pt was implanted with two trial leads on (B)(6) 2010, for back pain. On (B)(6) 2010, it was reported that the dressing used to cover the exit site of the trial leads caused blistering and itching for the pt such that medical treatment at the emergency room was required. During the trial period, the pt also reportedly lost feeling in her legs whenever the amplitude of her stimulation was increased. The trial leads were removed and discarded. The explant date as well as specifics on the prescribed medical treatment for the allergic reaction are unk.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. One unit out of the lot of 60 was found to have foreign material on the ete cable. The affected unit was removed from this production lot number and the remaining balance was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.